Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for superior vena cava (svc) coil impedance that exceeded the programmed upper alert limit. It was suspected the rv lead had a fracture. The alert limit was increased, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for rv coil impedance that exceeded the programmed upper alert limit. It was suspected the rv lead had a fracture. The alert limit was increased, and the rv lead remains in use. No patient complications have been reported as a result of this event.